Manufacturer narrative:
At the time of the reported event, the operating room staff was placing a pillow under the patient's legs and a third-party shoulder accessory was installed on the surgical table. The table's floor lock feet were properly engaged. A steris field service technician arrived onsite, inspected the surgical table, and identified the third-party shoulder accessory was installed on the wrong end of the surgical table. The technician confirmed that the surgical table did not malfunction and was operating according to specification. No repairs or replacements were performed on the surgical table. Section 1 of the operator manual states, "warning - instability hazard: possible patient or user injury, as well as table or accessory failure, may result from using steris table accessories for other than their stated purpose - or from using, on steris tables, accessories manufactured and sold by other companies." Also, "note: steris recommends only using steris manufactured or distributed accessories with this table. If an accessory from another manufacturer is used, it is the user's responsibility to ensure the accessory is compatible with the table and not dangerous to the patient and/or surgical staff." Steris does not test, validate, or recommend the use of non-steris accessories with the 5085 surgical table. The technician discussed the importance of the warnings regarding tipping hazards within the operator manual for the 5085 surgical table with the user facility staff. Steris performed in-service training with the user facility when the table was placed into service last month.

Event description:
The user facility reported during a patient procedure their 5085 surgical table tipped. The patient did not fall and the or staff was able to steady the table. No report of injury or procedural delay or cancellation. The surgical procedure was completed without further incident.